Event description:
Distributor's rep telephoned on the event date, and reported that surgeon had observed by x-ray that a locking cap had come off from a pedicle screw construct. Surgery was scheduled to make a revision of the construct. The event was classified as a reportable event and forms were sent to the rep to provide details for the report.

Manufacturer narrative:
The evaluation was inconclusive as to why the locking cap was loose.